Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: w2-9-5 device deployed into a basilar tip wide-necked aneurysm. Inr noted that the size was too big and during attempted retrieval of the web and resheathing, web detached independently. A balloon was taken to remodel the web into the aneurysm unsuccessfully. Remodeling was achieved using a low-profile braided stent. Case completed successfully, patient well.